Manufacturer narrative:
Visual analysis of the photographs identified: device appearance: deformation device observed. Unsatisfactory result: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "mammaptosis grade ii with waterfall deformity and right side device rupture reported. MRI performed due to right side deformity and was diagnosed with device rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "mammaptosis grade ii with waterfall deformity and right side device rupture reported. MRI performed due to right side deformity and was diagnosed with device rupture." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/apr/2024.

Event description:
Patient representative reported "mammaptosis grade ii with waterfall deformity and right side device rupture reported. MRI performed due to right side deformity and was diagnosed with device rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient representative reported "mammaptosis grade ii with waterfall deformity and right side device rupture reported. MRI performed due to right side deformity and was diagnosed with device rupture." The device has been explanted.